Manufacturer narrative:
(B)(4). Additional information: three attempts were made to obtain additional information. The account is incapable of providing additional information on this event. If further details are received at a later date a supplemental medwatch will be sent. Was there difficulty in reloading the device? What is meant by the phrase ¿device misfired¿? What procedure was being attempted? What was the reason for completing the procedure? What structure was the target of the surgery? How many firings were attempted? The analysis results showed that the tl60 device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the reload was placed and the device misfired. The surgeon performed a formal enterotomy. The procedure was converted to an enterostomy. No additional information was available at the time of the call.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
(B)(4).